Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully repositioned. The patient recovered and was discharged from the hospital.